Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that an infection occurred after the patient had a generator change. The atrial lead was also reported to have high thresholds and high impedence. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006. (B)(4).